Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
During the procedure, it was reported that the balloon could not be successfully inflated due to a puncture or tear. The device was removed from the patient and the procedure was completed with another device.no patient injury was reported as a result of the procedure.